Event description:
According to the available information, this complaint concerns an end user with a voice prosthesis (vp) placed on (B)(6) 2025 by a speech language pathologist (slp) following removal of a previously worn prosthesis. Leakage through the device was reportedly observed immediately after placement. The slp adjusted the tracheal flange by pulling it forward and rotating the device, after which leakage resolved. On (B)(6) 2025, while the patient was hospitalized for an unrelated bowel condition, leakage through the prosthesis was again observed during suctioning and the slp was notified. On (B)(6) 2025, the prosthesis was no longer present at the puncture site and was presumed swallowed. Imaging, including x-ray and bronchoscopy, did not identify any portion of the device in the lungs. A red rubber catheter was placed at the puncture site. On (B)(6) 2025, the manufacturer was notified that the patient passed away on (B)(6) 2026. At this time, no information has been received indicating that the death was caused by or contributed to by the device. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions, a follow-up report will be submitted.

Event description:
According to the available information, this complaint concerns an end user with a voice prosthesis (vp) placed on (B)(6) 2025 by a speech language pathologist (slp) following removal of a previously worn prosthesis. Leakage through the device was reportedly observed immediately after placement. The slp adjusted the tracheal flange by pulling it forward and rotating the device, after which leakage resolved. On (B)(6) 2025, while the patient was hospitalized for an unrelated bowel condition, leakage through the prosthesis was again observed during suctioning and the slp was notified. On (B)(6) 2025, the prosthesis was no longer present at the puncture site and was presumed swallowed. Imaging, including x-ray and bronchoscopy, did not identify any portion of the device in the lungs. A red rubber catheter was placed at the puncture site. On 01/21/2026, the manufacturer was notified that the patient passed away on (B)(6) 2026. At this time, no information has been received indicating that the death was caused by or contributed to by the device. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions, a follow-up report will be submitted. Note: follow up report submitted to reflect correct date the manufacturer was notified that the patient passed away.